Event description:
It was reported that a physician was attempting to use a 2.75mm diameter x 30mm length endeavor sprint rx drug eluting stent to treat a lesion located in the cx in a patient. It was reported that the lesion was pre-dilated with a sprinter legend balloon, however, the stent could not pass the lesion and an attempt was made to push the stent to pass the lesion. When the device was removed from the patient, the stent was noted to be damaged. Another stent was then used. No patient injury or clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The distal tip was flared and damaged. No damage was evident to the hypotube, distal shaft or the transition tubing. The stent has been stretched distally partially obscuring the distal inner marker. Crimp impressions were still visible on the balloon surface. Struts on the 14th-20th proximal segments are raised with those on the 14th, 15th and 18th-20th segments pulled distally. Struts on the 21st and 22nd proximal segments are stretched distally. The protective sheath could not be loaded successfully over the raised struts.

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent and stent damage). (Root cause cannot be determined). Failure to follow instructions (force used). Evaluation conclusion: (root cause cannot be determined). Known inherent risk of procedure (failure to deliver stent and stent damage). Failure to follow instructions (force used). (B)(4).